Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): no infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). A f/u report will be provided after the inspection results are available.